Event description:
A pt who was implanted in 2003, with a bi-ventricular assist device (bi-vad) developed a crack in the left vad around the set screw hole on the inlet port, which propagated to the outer edge of the port. A second crack has since developed perpendicular to the first. The cracks are being closely monitored by the hosp staff. No pt injury has occurred at this time and the pt remains supported by both vads.